Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-19874 e4 should have been left blank g1 reporting contact fax number missing. H6 code 1888 was reported incorrectly. New code was added to health effect - clinical code

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella 5.5 support developed a hematoma at the axillary site. Heparin was on hold and manual compression done. The patient remains on impella support.